Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was experiencing shocking sensations when the device was in normal operation. They checked and the patient (pt) had no impedances but it did show a por had occurred. They were able to clear the por and wanted to know what reasons the device could've experienced this. Patient services reviewed potential reasons and caller confirmed pt's device was below zero percent battery. The por was resolved but caller did not state if shocking was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patients ins will periodically turn it itself off. The caller will turn it back on manually and sometimes it will be too strong and give an intense shock. The caller reports that they told this to their managing doctor and to a manufacturing representative (rep) about a year ago and they had no explanation. Reviewed that if the rechargeable ins gets too low, it will turn the therapy off and then it will not turn on again after charging automatically, it needs to be turned on again manually. The caller was not aware of this and believes that this is likely what happened because of the times they had forgotten to recharge. The caller reports that since they have not missed any weekly recharging sessions lately, it has not happened. Caller will keep an eye on it to see if it happens again.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the device had a por and had been completely uncharged. Therefore, it was no longer working for the patient. The rep wrote that the cause of the por was assumed to be from normal battery depletion. There was no suspected malfunction of the battery. The patient had stated that they had not had any procedures or imaging since the device was placed. The device was fully depleted when the rep had interrogated it. The rep reset the device from the por and recharged the implant. The patient had not had issues since then. No removal or replacement was planned. The rep wrote that they believe the shocking sensation was from the device being turned up to a very high ma and when they recharged the device it turned back on to that high setting, giving the patient a shocking sensation. The rep had turned down the stimulation to below 2.0 ma and the patient had desirable sensation. No shocking had occurred during the patient's consultation with the rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back reporting another instance of the device turning itself off. Determined the ins battery had depleted fully and this is what turned therapy off. Patient encountered a por message which they were able to dismiss. Patient turned therapy back on again but noted they initially felt a shocking sensation. Patient stated they had been charging once weekly but believe they need to be charging more frequently. Discussed charging frequency can vary depending on device programming like amplitude. Patient will charge more often and monitor ins battery levels to establish a new charging frequency.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient (pt) reported the ins "hadn't really worked" since day of implant. Pt stated they did have a period of dryness for about 7-10 days, but then stated that ended quickly. Pt stated they have had follow up appointments with their doctor's nurse practitioner (np) and stated np only asked pt questions and never checked the ins. Pt stated due to this they are ready to "cut it open and take it (ins) out myself". They checked therapy status tosee why it was not working and possibly increase stim. They reported that when they turned on handset "before I could do anything" it shocked the pt. Pt stated they had just turned on handset to check therapy status and got shocked before putting communicator on ins. Pt stated they only selected my therapy application and that's when pt experienced shocking sensation. Pt felt the shocking sensation in the vagina and stated they are currently feeling a tingling sensation in vaginal area that is uncomfortable. Pt denied any recent trauma/falls. Reviewed consideration to decrease/turn off stim, but pt stated they did not want to turn on handset or connect with ins on call in fear of being shocked. It was still hurting and they were feeling this sensation down into the vagina. Pt stated they notified their hcp that they are not having much success with ins and stated hcp advised they could provide pt with "a pill", but pt stated they don't want to take medication. Pt has not informed hcp about shocking sensation. Pt had an appointment. Scheduled with rep and nurse on dec. 23rd. Troubleshooting was not performed. The patient was redirected to their healthcare provider to further address the issue.